Event description:
Device issue: air bubbles in the stent delivery system. Time of device issue: during the procedure. Adverse event: none. It was reported that during a left internal carotid artery stenting procedure, while advancing the xact stent delivery system (sds) through the 6 fr sheath, air bubbles were seen. There was no pre-deployment angiogram due to the air bubbles seen. The stent was placed at the lesion and deployed. There was no adverse pt sequela reported. Although requested, there was no additional info provided. Per account mgr: she did not see any air bubbles, but the pi saw air bubbles when the stent was going thru the shuttle sheath. He chose not to inject contrast prior to stent placement, but was happy with the post-stent deployment angio. There was no adverse pt sequela in either case.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all additional relevant info.